Event description:
Attorney alleges plaintiff has developed pain, muscular problems, ruptures, lumps, abnormal and loss of sensation, enlarged lymph modes, sweats, chills and headaches and psychological problem